Manufacturer narrative:
No lot number was provided- without the lot number, we can not determine the UDI, expiration date and manufacturing date. No sample was returned for analysis. The 3m surgical respirator is not made with natural rubber latex. The user facility is investigating to confirm the diagnosis and other potential sources of latex that the patient may have been exposed to. End of report.

Event description:
A female employee experienced an anaphylactic reaction and alleged that it could be due to a 3m surgical respirator. No information regarding medical intervention was provided.